Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an elevation of right ventricular (rv) threshold on the right ventricular (rv) lead. The rv lead was reprogrammed while a lead revision was being considered. At the lead revision procedure the physician attempted to reposition the lead but was not successful. The physician then tried to insert a new rv lead but the subclavian vein was completely obstructed. The device was then reprogrammed with only lv stimulation as the patient is to be transferred to another center to have the extraction of the old rv lead and implantation of a new rv lead. No patient complications have been reported as a result of this event.